Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12cm distal to the is-1 connector pin. A distal and a proximal fragment of together 58cm length were returned for analysis. A medial fragment of approx. 8cm length was not received for analysis. The visual inspection of the returned fragments showed multiple abrasion marks along the lead fragments. During further analysis, the insulation was found rubbed through on the distal part of the lead. This damage can be considered the root cause of the reported noise. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore the fixation helix and the shock coil were found deformed which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise and low impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.